Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive alarms and reported that insulin pump was not working and causing high blood glucose. Troubleshooting was performed and it was found that customer had been getting alarms but not responding to them. Customer received a reservoir low alarm, but did not fill reservoir. Customer also received a low battery alarm but did not change battery. Customer was advised that insulin pump was alarming for her safety and was not malfunctioning. Customer reported that blood glucose was high, between 400 mg/dl and 600 mg/dl. Customer reported of being sick with pneumonia and taking medication. Customer was advised that these issues may cause blood glucose to be high. Customer did not want to continue talking or troubleshooting.